Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected fields: h6(health effect ¿ clinical code, health effect ¿ impact code) a getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse stated that the unit autofilled and pumped successfully. The logs showed that the unit alarmed once due to an "iab disconnected". There were no other autofill failures shown in the logs. The autofill tests passed. The leakage tests passed. The unit was run on a test balloon and trainer for two hours with no issues or alarms. The unit passed all tests and calibrations to manufacturer standards.